Event description:
Additional information was received that the shortness of breath (sob) was first noted approximately 6 years and 6 months following the implant of the valve. The 7 year follow-up transthoracic echocardiogram (tte) showed moderate total aortic prosthetic regurgitation. The moderate aortic insufficiency was confirmed to be central regurgitation. No medication had been added, changed, or discontinued specifically for the regurgitation. Furosemide was added to treat the patient¿s heart failure. Per the physician, the left ventricle dysfunction was unlikely to be related to the valve and no valve intervention was planned.

Manufacturer narrative:
Updated data: b2, b3, b5, h1, h2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the onset of the heart failure was the same date the shortness of breath developed. This was approximately 6 years and 6 months following the valve implant. The physician indicated this heart failure was probably caused by the valve. The symptomatic left ventricular dysfunction that occurred approximately 11 months later and the moderate central aortic insufficiency both required a loop diuretic.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 10 months following the implant of the transcatheter bioprosthetic aortic valve shortness of breath had developed. Approximately 6 months later an echocardiogram identified moderate aortic insufficiency and asymptomatic left ventricular (lv) dysfunction. Treatment was not reported. The physician indicated the lv dysfunction was unknown and possibly related to the valve. The event was ongoing.

Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.